Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference: 3006705815-2023-04868. It was reported that during patient's system explant procedure (3006705815-2023-04868) the patient experienced a cerebrospinal fluid (csf) leak. Physician performed a blood patch. Patient is improving and is 90% recovered.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094456.